Event description:
It was reported that the patient presented for an rv lead revision for high capture threshold. Upon interrogation, ra lead was also observed to have high capture threshold. Leads were explanted and replaced. Patient experienced no adverse consequences after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.